Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 with peritonitis. There were no reported allegations that the event was related to any issues with a fresenius device or product. During additional follow-up, the patient¿s pd nurse confirmed the hospitalization. Per the nurse, the patient¿s pd culture (obtained on (B)(6) 2020) yielded growth of staphylococcus aureus. Reportedly, the patient was treated with intra-peritoneal (ip) vancomycin (dose not provided). Subsequently, on (B)(6) 2020, the patient was discharged continuing pd therapy on the same cycler at home. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse stated the event was related to touch contamination during the pd exchange.